Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Initial reporter information was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.